Event description:
It was reported that patient presented in hospital experiencing palpitations and extracardiac stimulation from the left ventricular (lv) lead. It was noted that right ventricular (rv) lead and left ventricular (lv) lead had dislodged. During repositioning of the leads, it was observed that left ventricular (lv) lead could not be flushed as there were traces of blood in the lead. Dislodgement was confirmed via fluoroscopy. Left ventricular (lv) lead was explanted and replaced with new lead and right ventricular lead (rv) was repositioned successfully. Patient condition was stable.